Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: while performing a total knee replacement and used the pin puller, it wasn¿t working and couldn¿t remove the pin from the bone, used the pin driver which is another option. No harm to the patient, no delays, no x-rays needed. The product return to depuy synthes for evaluation. Visual analysis of the attune pin puller revealed an overall worn appearance consistent with normal and constant usage for around 13 years. Nothing that could contribute to the reported allegation. A functional test was performed using a mating device laboratory samples (styrofoam block and attune pins). Test revealed that the attune pin puller could grab and retrieve correctly the pins from the hard styrofoam. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune pin puller would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement procedure, the pin puller wasn¿t working and couldn¿t remove the pin from the bone. Surgeon used the pin driver, which is another option. No harm to the patient, no delays, no x-rays needed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.